Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted with the pump reset, and confirmed there was no recurrence of the malfunction code after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction code recurs, which the customer acknowledged and understood.